Event description:
It was initially reported to boston scientific corporation that a wallflex enteral colonic stent was implanted within the colon of a patient on (B)(6) 2012 during a stent placement procedure. According to the complainant, the indication for the stent placement was treatment for a 2 cm malignant stricture extending from the descending colon to the sigmoid colon. The patient's anatomy was reported to be tortuous. The lesion was reported to be at 80 degrees, and as a result, the endoscope was angled and twisted. No visible issues were noted to the device prior to stent placement. During the procedure, the user attempted to withdraw the handle to deploy the stent; however, on the second attempt, the white handle detached from the blue outer sheath. Reportedly, severe resistance was met during deployment and no part of the stent could be deployed. The stent was removed from the patient fully constrained on the delivery system, and another wallflex enteral colonic stent was used to complete the procedure. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good. The investigation results revealed that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. Additionally, the outer sheath was found to be detached approximately 3mm distal from the white handle. Based on these results, this is now considered a reportable event.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4). A visual examination of the returned device found that the stent was fully mounted. The outer sheath had been moved distally over the tip so that the outer sheath was located approximately 1 mm distal to the distal end of the tip. The outer sheath was detached at 3 mm distal to the handle. Additionally, the outer sheath was stretched for a distance of approximately 95 mm from the handle break. The stainless steel shaft was kinked mid shaft. During a functional analysis, it was not possible to retract the outer sheath to deploy the stent. The shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent or the inner shaft. No issues were noted with the movement of the outer sheath proximally or distally. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.